Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson. Wife had to give him orange juice and glucose tablet. Customer's readings returned to normal range and he didn't require any further treatment. Customer made no allegation against the pump. Customer contributed his low blood reading to an increase in exercise and a reduced diet. No product returned or replaced.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test due to a power issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.